Event description:
A malfunction alarm identified as malf 9 was reported. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue arose.